Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not turn on when a test strip was inserted. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable to recall when the alleged issue first began. The patient manages her diabetes with self-adjusted insulin (type and dose not reported) and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that a week after the alleged issue began, she developed the symptom of feeling ¿shaky¿. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr established that the device was not being used for the first time, that the correct test strips were being used and that there was no apparent misuse of the device. The csr walked the patient through resolving the issue and noted that the meter powered on when both the power button was pressed and when a test strip was inserted as per the owner¿s manual. Based on the information provided by the patient, it was determined that the subject meter¿s batteries required replacing. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged power issue began.